Event description:
It was reported that pt underwent total hip arthroplasty utilizing metal on metal acetabular components in 2002. Pt presented with audible squeak without pain. Revision surgery to replace components was performed in 2005.